Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to be due to not enough bone being removed during the initial to allow the implant to fully seat. This is confirmed by the surgeon who stated that there was nothing wrong with the implant and that there was not enough bone removed in the initial surgery.

Event description:
It was reported that patient underwent total wrist arthroplasty on an unknown side on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to pain and the inability to extend the hand because the radial stem was too long. During the revision, the surgeon resected the additional distal radius bone and stem was removed and replaced with the same size stem. The surgeon stated there was nothing wrong with the radial stem, there was just not enough bone removed in the initial procedure.